Manufacturer narrative:
Date received by MFR: 08nov2018. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the solenoids and suggested replacing #2 and #4. The customer replaced the defective solenoids to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the device displayed error machine pressure sensor autozero failed (e/c 1108). The device was not in use at the time of the reported event; therefore, there was no patient involvement.